Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misaligned insertion and/or prying/leveraging the device during insertion.

Event description:
On 12/27/2021, it was reported by a facility representative via sems that an ar-9676 reamer would not spin inside the ar-9597-20 reamer sleeve and seemed to have cold welded together. This was discovered during reverse total shoulder and mgs augmented baseplate procedure on (B)(6) 2021. The shaft could be inserted all the way into the sleeve until it reached the last 4mm, which at that point, it would have to be forced in. As a result of this, the devices would no longer work as two separate instrument but as one. It took about 20 minutes to separate the shaft and sleeve.